Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and the time of the event are unknown. The initial implantation of the stent graft was done in another state and the patient had no follow up for 5 years. It was reported approximately 60 month post stent graft implantation the CT revealed that the stent graft had migrated with evidence of a type 1 endoleak. The films for this cause have been reviewed by a consultant physician. It was reported that there was some aortic neck angulation, 45 degrees and three aortic cuffs were placed. The placement of the cuff was successful. The physician was informed weeks later the patient went into renal failure. It was reported that a CT scan obtained showed one of the cuffs migrated proximally over one of the renals. (Mdr2953200-2008-01070) the patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Results - migration. Moderate aortic neck angulation, 45 degree. Conclusion - moderate aortic neck angulation, 45 degrees).